Event description:
The patient received 2 scs leads with the same lot number. It was reported the patient experienced a fall and subsequently began experiencing pain which at the time, was uncertain whether the pain was a result of physical injuries from the fall or ineffective stimulation after experiencing the fall. It was also reported diagnostics showed invalid impedance values for the scs leads. An sjm representative was able to resolve the issue with reprogramming. Follow-up clarified the patient had experienced multiple falls. Moreover, additional diagnostics again showed invalid impedance values for the leads. Subsequently, the leads were explanted and replaced which resolved the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.